Manufacturer narrative:
The technician found the coil cable assembly is damaged. The technician replaced the coil cable assembly to resolve the issue.

Event description:
The account alleged the nurse call button is not functioning. No patient impact.